Event description:
It was reported that during a ptca/stent procedure, the dilatation catheter burst. This resulted in a vessel dissection. Reportedly, the balloon was inflated significantly higher than rated burst pressure (contrary to IFU). The dissection was then stented. No patient injury was reported.